Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threaded stem inserter is broken. Per evaluation of device, the threads are damaged. (B)(6) 2016.

Manufacturer narrative:
Examination of the returned device confirms the complaint; the inserter and the outer guard comments are stuck together at the first set of threads on the inserter. It appears the internal threaded inserter was used without the outer guard component which protects the threaded inserter. The date code cv1003 indicates the instrument was manufactured in october of 2003 and is 13 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.